Event description:
Pt underwent cataract surgery on 12/9/98 and implantation of a staar model aa-4203vf intraocular lens. However, the dr stated that during lens insertion the lens ejected rapidly and tore the capsule. The surgeon removed the lens, performed an anterior vitrectomy and implanted another lens. The dr feels the insertion device or his technique was at fault, not the lens.